Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor had not been able to transmit patient data via remote transmission. The implantable cardiac monitor was connected to the mymerlin application. However, the device did not communicate with the application to transmit patient data. No interventions were made at this time. There were no consequences to the patient.